Event description:
Allegations of one or more of the following, bleeding leaking and rupture of the implants, severe pain in the arms, hands, shoulders, breasts and other discrete parts of the bodies, stiffness and weakness, in the joints and muscles, low grade fever, vertigo, dizziness and loss of equilibrium, headaches, severe insomnia, incapacitating, chronic fatigue and severe depression.